Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+2.0/094, tore during delivery into the patients left eye (os). There was no patient contact. The lens was discarded. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was replaced with another same model/length lens on (B)(6) 2022 and the problem was resolved. The status is ok. Cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
D4: unique identifier (UDI)#: (B)(4) should be added to the initial MDR. Claim#: (B)(4).